Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the keypad was found to be torn over the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok keypad button was found to be intermittently unresponsive and the down arrow button was unresponsive. The up arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all of the button contacts.

Event description:
The patient reported that the keypad buttons were only responding intermittently. The patient reportedly wore the pump attached to a belt and occasionally cleaned the pump with a cloth.